Manufacturer narrative:
(B)(4). For 2 of the 3 reported events, a ge healthcare service representative performed a checkout of the system and confirmed the reported events. To resolve 1 of the reported events, the control board connections were cleaned and rest, to resolve 1 of the reported events, the control board was replaced. For 1 of the 3 reported events, the checkout of the unit was performed by a third party distributor.

Event description:
This report summarizes 3 malfunction events. A review of the events indicated that model 1009-9000-000 anesthesia gas machine experienced unexpected shutdown. 1 event was reported for shutdown and restart intermittently, and 2 units shutdown and lost the ability to mechanically ventilate. These reports were received from various sources. Of the 3 events, 3 did not involve patients.